Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID a52300 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said where the wires were implanted in them they kept feeling pressure and it felt like it's shocking them. The agent asked when the issue started. The patient did not provide a date. They said it had been going on but getting stronger. Then patient said they always kept the handset charged and powered off. They went to power on handset and the handset was drained. When they went to charge, they couldn't turn on the handset. They said it is like it's in chinese. The caller said someone had been playing with their device. The patient said they could see a bar code at the bottom. The screen was illuminated but it was dim. They said something was installed on the handset that they had never seen. It was like an "s" and then it disappeared. The agent conferenced on healthcare it (hcit). Hcit reported that the patient thought someone was hacking their device. Hcit explained to the patient that the device had wifi disabled and it was locked by the manufacturer, so the possibility of it being hacked was very low. Hcit looked into the symbol and confirmed that it was a symbol that indicated a reboot of the handet which would only come on after the device restarted. They assured the patient there was nothing to be afraid of as it applied to all android system. The agent was able to get the handset unlocked. Patient services addressed the pressure/pain. The agent offered to help them lower or turn off stimulation. The patient declined. The caller said they would be seeing someone shortly at the doctor's office. They were going to report the issue with the handset, and that someone was playing with their device.